Manufacturer narrative:
The customer¿s report of disconnection issues was not confirmed. The sets were visually inspected and no anomalies were observed. Functional and pressure testing resulted in no signs of disconnecting, leaking or occlusion. The male luer was measured and confirmed to be within iso standards. The root cause of the report of disconnection issues was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the during an unspecified infusion at approximately "less than" 10ml /hr the smart site infusion set are disconnecting from the trifuse extension set (non cfn set ).the nurse found the tubing disconnected and laying in the patient's bed . There is no report of patent harm.